Event description:
Patient was lying on stretcher with head of bed elevated in second or third notch. Family reported head of bed fell flat abruptly. Patient experienced neck pain. Diagnosed and treated for cervical strain. Cervical collar applied immediately. Patient was admitted as inpatient for evaluation of chest pain (original reason for being in ER), and received physical therapy treatments to neck while inpatient.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design, telemetry failure, none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.